Manufacturer narrative:
510k: this report is for an unknown synthes universal spine system construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Additional product codes: mnh, mni, kwp, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
His report is being filed after the review of the following journal article: tokala, d., lam, k., freeman, b., webb, j.(2007), is there a role for selective anterior instrumentation in neuromuscular scoliosis?, european spine journal, vol. 16, pages 91-96 (united kingdom). The aim of this study was to report on the clinical and radiological outcome from a group of patients with neuromuscular scoliosis who underwent selective anterior single rod instrumentation for the correction of thoraco-lumbar and lumbar scoliosis. Between 1994 and 2000, a total of 9 patients (mean age at surgery was 14 years (range 11-24 years) who underwent scoliosis correction via anterior instrumentation using unknown universal spine system with 2 out of the 9 patients receiving additional unknown synthes syncage were selected for the study. The mean follow-up period was 2 years and 9 months (range 24 -55 months). The following complications were reported as follows: one patient a (B)(6) male, required supplementary posterior instrumentation due to upper thoracic curve progression at 3 years. This report is for an unknown synthes universal spine system construct. This is report 3 of 5 for (B)(4).